Event description:
Customer reported no image on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber pcb. System operates as intended.